Event description:
Additional information reported that there was no controller exchange associated with this patient or event. The account made a mistake and mixed up the patient information. The reported event of a controller exchange due to low voltage alarms will be captured in manufacturer report number 2916596-2021-06960.

Manufacturer narrative:
Manufacturer's investigation conclusions: the submitted log files were reviewed following the reported event of unsustained power and flow elevations. There were no reported issues with the system controller. The submitted log files contained approximately 39 days of data combined (B)(6) 2021 per the timestamp). No atypical alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The data in the log file did not indicate any issues with the system controller. Heartmate ii instructions for use (IFU) section 1 "introduction" explains all pump parameters, including power and flow. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the controller was exchanged due to voltage alarms. The alarms resolved after the exchange.